Event description:
Related manufacturer reference number: 2017865-2022-06094. It was reported that the patient presented for follow up with muscle stimulation due to a dislodged atrial lead, confirmed by fluoroscopy. The right ventricular lead exhibited poor sensing with r-wave amplitude variation. The atrial lead was explanted and was found to have externalized conductors. The atrial lead was explanted and replaced. The right ventricular lead was repositioned successfully. The patient was stable throughout.